Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device had a crack and leaked. The following information was provided by the initial reporter, translated from chinese to english: on february 9, due to the treatment needs for the patient infusion treatment, infusion, the patient found that the clothes are wet, there is liquid oozing, immediately ring the bell to call the nurse, the nurse checked and found that there is a crack at the bd threads, resulting in connecting the infusion device and bd connector leakage, immediately replace the new infusion connector, for the patient to re-infuse the liquid. Leakage, which leads to impaired treatment effectiveness.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4061304. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.

Event description:
No additional information.